Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test and motor error alarm during the basic occlusion test due to faulty force sensor. The motor passed motor test. The device was received with cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 298 mg/dl. Troubleshooting was performed. The device was returned for analysis.